Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated that the device was in his pocket with other things and a button might have been pressed. Customer stated that the device had cracks and pieces missing. Damage is on the reservoir compartment, and battery cap and a button popped out. Nothing further reported. Blood glucose value is unknown. Nothing further reported.